Event description:
Boston scientific received information that this right ventricular (rv) lead lead was explanted due to a lead fracture. There was loss of capture noted and pacing was not delivered when required. A new lead was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory the complete lead was returned for analysis. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead did not pass resistance testing due to fractures of the inner conductor coils approximately 15.7 cm from the terminal pin. Laboratory analysis revealed that the fractures many have been at the distal end of the suture sleeve tie-down site.